Event description:
It was reported that the "catheter was noted to be leaking near the luer hub/catheter clear extension junction."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is completed a final report will be submitted.